Manufacturer narrative:
The customer reported that an mp50 intellivue pt monitor fell from its mount on two occasions. No pt was harmed as a result of this issue. The monitor mount was tested and it performed as intended. The info that was provided by the users does not support that any monitor actually fell. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that an mp50 intellivue pt monitor fell from its mount on two occasions. No pt was harmed as a result of this issue.